Manufacturer narrative:
The erbe generator has been returned and evaluated by the failure analysis team. Failure analysis was able to replicate and confirm the reported issue. The unit was placed on an in-house system and was run in normal mode and the reported errors were seen.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting generator issue, an investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was able to replicate the reported issue (repeated c-00 error) and replaced the erbe to resolve it. The system was retested and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced erbe for failure analysis; however, investigation is ongoing and has not been completed. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the erbe was faulting. It is unknown the procedure was completed with the same generator. The fse confirmed the reported issue and replaced the erbe to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electrosurgical unit (iesu) erbe generated was faulting. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found errors c-83 and 2-89 on the erbe. The procedure was completed with no reported injury.